Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. Signs-of-use were observed on the guide wire assembly. See image of sample as received. Visual analysis of the guide wire did not reveal any defects or anomalies. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.840mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was passed through the returned arrow raulerson syringe (ars)/18ga introducer needle subassembly. Little to no resistance was encountered as the guide wire passed completely through the assembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The report of a kinked guide wire was not able to be confirmed through complaint investigation of the returned sample. The returned sample met all relevant visual, dimensional, and functional requirements. Also, a device history record review did not reveal any relevant findings. Based on the customer report and the sample received; no problem was found with the re-turned guide wire. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in ICU, the doctor found the swg kinked during used on the patient." The user changed a new set. No medical I ntervention was required. The patient's condition is fine.

Event description:
It was reported that "in ICU, the doctor found the swg kinked during used on the patient." The user changed a new set. No medical intervention was required. The patient's condition is fine.

Manufacturer narrative:
(B)(4).